Event description:
Customer reported a malfunction on the pump, which caused their blood glucose level to exceed 500 mg/dl, although the specific value was displayed as "high." The customer addressed the high blood glucose level by administering a correction injection using manual delivery of insulin. Technical support provided information on resetting the pump and assisted the customer with this process. After resetting, the malfunction code did not reappear, allowing the customer to continue using the pump, and a software update email was sent.